Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. Surgical intervention was performed to replace the lead, and during this procedure, a potential lead fracture at the subclavian level was identified. Difficulties to remove the lead were encountered and as a result, it could not be fully explanted, and a portion remains in the patient. A new system was implanted, the procedure was completed successfully, and no additional adverse patient effects were reported. The explanted portion of the lead was discarded by the facility, so it is not available for return and analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. Surgical intervention was performed to replace the lead, and during this procedure, a potential lead fracture at the subclavian level was identified. Difficulties to remove the lead were encountered and as a result, it could not be fully explanted, and a portion remains in the patient. A new system was implanted, the procedure was completed successfully, and no additional adverse patient effects were reported. The explanted portion of the lead was discarded by the facility, so it is not available for return and analysis.